Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with comprehensive information on how to reset the pump. The customer was advised to perform the reset at their convenience and to reach out again if the issue continued.